Event description:
Drug/diluent: bupivacaine 0.5 percent. Fill volume: 335ml. Flow rate: 4ml/hr. Procedure: total hysterectomy. Cathplace: unknown. Patient reports a metalic taste and dry mouth, shortness of breath and redness/heat in her chest and on her skin. Patient spoke to her doctor; surgeon advised her to take benadryl and stop taking nucynta. Next day, symptoms had not abated, patient removed the pump. Date of surgery: (B)(6) 2012.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report.